Manufacturer narrative:
Due to character limitation initial reporter full name : (B)(6). Updated fields: b4 g1, g3, g6, h2, h3, h11. Corrected fields: e1(initial reporter name), h6 (investigation findings). A getinge field safety engineer was dispatched to evaluate the unit. The fse replaced front end board. Performed calibration verification, functionality, and safety checks passed to factory specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received part sn (B)(6) with a reported unit failure of a fault code 12 upon startup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported failure of the fault code 12. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj failure analysis received from the supplier for the part. They found (B)(4) damaged during visual inspection. Probable root cause is supply chain handling damage not found during initial inspection. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
It was reported that, upon start up, the cardiosave intra-aortic balloon pump (iabp) a fault code 12 occurred. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: d4 (UDI). A getinge field safety engineer was dispatched to evaluate the unit. The fse replaced front end board. Performed calibration verification, functionality, and safety checks passed to factory specifications. The failure analysis and testing dept. Received part number: 0670-00-1164 rev. H, sn: (B)(6) 51_spv with a reported unit failure of a fault code 12 upon startup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. Confirmed the reported failure of the fault code 12. Sending the board to the supplier for failure analysis per procedure number: (B)(4). Failure analysis received the part from the supplier. They found sw4; j10; j9; tp157 damaged during visual inspection. Probable root cause is supply chain handling damage not found during initial inspection. Retaining the part in the failure analysis and testing department per procedure number: (B)(4). The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is supply chain handling damage.